Event description:
A patient contacted kulzer sales reps due to the fact that she was directly treated with a fresh mixture of paladur on her insufficiently fitting splint and it was placed by a the treating assistant in her mouth for self curing. The patient reported a smell like nail polish and a burning sensation in her mouth, which continued into the throat with the exposure time. Later on she reported additionally chest pain. The healthcare facility, assistant and dentist, continued the treatment despite the patient's discomfort and complaint about the treatment process. The patient seeked help from the poison emergency center, an ent physician and finally her family doctor. The poison emergency center recommended to drink a lot of water. The ent physician prescribed a cortisone spray for her lungs, but she did not use that. The family doctor controlled her blood and found no abnormalities.

Manufacturer narrative:
The instructions for use (IFU) says for this product: contraindications - direct lining with paladur is contraindicated. Intended purpose - this dental material is suitable for patients requiring dental treatment for the following indications with consideration of the contraindications. For pregnant and nursing women, the treatment risks must be weighed carefully against the benefits taking into consideration the unborn child or infant. Kulzer medical devices ensure the rehabilitation of oral functions such as chewing, speaking and aesthetics. They stabilize the remaining dentition and/or the alveolar ridge restoratively or prosthetically. We consider this incident serious as we cannot rule out mid or longterm health effects. This material is not sold in the us, however, kulzer north america distributes comparable products. We will report this incident out of an abundance of caution. This incident is reportable according to 21 cfr 803.